Manufacturer narrative:
An ipg reaching end of life was reported to abbott. No devices were received for evaluation.sufficient stimulation settings are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. The ipg was explanted and replaced to reestablish effective therapy. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.